Event description:
It was reported that during a procedure on (B)(6) 2014 while the surgeon was hammering the helical blade into place the head of the coupling screw fell off, no fragments were generated. There was no information available on how the situation was rectified. It was reported that the surgery was completed successfully with no surgical delay; and no additional intervention required. This report is 1 of 1 for (B)(4) 2014.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The product development evaluation shows, the helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. One helical blade coupling screw (part# 357.377, lot# 4818089, mfg aug2004) was returned with a loose knurled knob attached to the shaft; however the knob is freely rotating. It is possible that the knob was reattached during the surgical procedure. The drawings for the helical blade coupling screw (357_377, 357_377_1, and 357_377_2) were reviewed and the design material and finishing process are appropriate for the intended use of this device. This complaint condition is confirmed, the most probable root cause of this complaint is either off axis hammering, or hammering while not fully threaded, coupled with use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device received by manufacturer for review/investigation on january 28, 2015. Device history review: manufacture date: august 10, 2004 - manufacture location: (B)(6) - the review of the device history record (DHR) for helical blade coupling screw (part 357.377, lot 4818089) showed material review record (mrr) (B)(4) written for l1 found under sized to 342.289mm as feature specification is 342.8/342.3mm (vendor data) on (B)(4) out of (B)(4) parts, and documentation as no certificate was received for gtaw filler material - 465. Per mrr, corrected documentation was received and approved on (B)(6) 2004. The final accepted quantity was (B)(4) parts after corrected documentation was approved. The non-conformities documented on mrr are unrelated to the complaint condition as these were related to documentation. All other records indicated that the product was manufactured to specifications. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.